Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. 1. Confirmation of the provided image: - the fitting between the oxygenator and the support arm was disengaged. - the reported breakage of tube could not be confirmed from the provided image. 2. Manufacturing record and the shipping inspection record of the actual sample: - no anomaly was found. 3. Past complaint file of the involved product code/lot number: - no other similar report was found. 4. Manufacturing date: october 27, 2023. 5. Expiration date: september 30, 2026. 6. UDI no.:(B)(4). 7. Cause of occurrence/conclusion: it was thought that the actual sample might have been damaged due to having been subjected to some kind of strong impact load exceeding its limit strength during distribution or storage; however, since the actual sample could not be confirmed, the cause could not be clarified. Relevant IFU reference: "if the product is dropped during set-up, do not use it. Replace with another device. (A. Set-up, caution)". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that it was found that the tube was broken at the connection during the examination before the operation. The procedure outcome was not reported. The patient was not harmed.